Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a shocking sensation, painful stimulation, and pain at the implantable neurostimulator (ins) pocket. Stimulation was hurting her right leg and making it numb. The ins site was in pain and when the patient drove her right butt cheek felt pain and a shocking sensation. This had been happening off and on for the past couple months since 2016 and was getting worse. The patient called the doctor a couple months ago but had not heard back. There was no trauma or fall that could be related to this issue. The patient could not find her remote to decrease stimulation. It was noted that the change in therapy/symptoms was considered gradual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.